Manufacturer narrative:
Sculptra (B)(4) results. Additional information received on 06/30/2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable. Addendum for follow-up information received on 10/09/2008: per our affiliate, attempts to request additional information have been unsuccessful.

Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves a (B)(6) female patient who received poly-l-lactic acid (sculptra) therapy on an unspecified date. Relevant medical history and concomitant medication were not mentioned. On (B)(6) 2008, the patient experienced an allergic reaction with multiple nodules on her face and swelling after poly-l-lactic acid application. It was not mentioned if corrective treatment was required. At the time of this report, the events remain ongoing. (B)(4). Reporter's causality assessment: not provided.